Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that intra op, after the intubation, they made a visual control of the tube's balloon and they have detected a perforation of the balloon. So the patient wasn't ventilated. There was no patient impact. The procedure performed was thyroidectomy. There was a procedural delay of 20 minutes. There were no broken pieces of the device remaining inside the body. The procedure was completed using back up products.